Event description:
It was reported that the patient exhibited pericardial effusion during a post operation check-up the day after system implant. An x-ray was performed but there were no signs of lead perforation. The patient was hypotensive and a pericardiocentesis was performed. Upon interrogation, the right ventricular lead exhibited a change in sensed r-wave thresholds. The right ventricular lead was repositioned on (B)(6)2017 and the patient was stable following the procedure.